Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his sensor readings are usually four hundred points off and often sends his insulin pump into threshold suspend mode. This issue has happened for the last two to three weeks. As an example, customer stated that one time his blood glucose was 350 mg/dl, but his sensor reading was 70 mg/dl. Customer's current blood glucose is 155 mg/dl. Customer was advised of proper sensor calibration and insertion methods. Customer is calling back later to run the test plug procedure to determine whether the transmitter is functioning properly. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification due to high readings.